Event description:
It was reported that the pump touchscreen was cracked and unresponsive. There was no reported adverse impact to the customer's blood glucose. Customer reverted to an alternate method of insulin therapy.